Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized and was treated with unspecified drugs (dose, route, frequency and duration were not reported) for peritonitis. On an unknown date,the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. No additional information was available at the time of this report.